Manufacturer narrative:
(B)(4). Event date was not provided. Article was accepted on (B)(6) 2014 and online on (B)(6) 2015. (B)(6) 2015 stent dislodgement in the distal left

Event description:
Coronary angiogram revealed thrombotic occlusion of the lad. The physician used a sprinter legend balloon to restore flow but it caused a dissection which was treated with a micro driver bare metal stent (2.5 x 20) but it did not fully cover the dissection. Another micro driver (2.5 x 20) was advanced but it could not be overlapped and during attempted removal resistance was felt and the guiding catheter, wire and stent were completely stuck. The whole system was forcefully removed and the stent dislodged in the left main to lad. There were also signs of a dissection. One sprinter legend (2.5 x15) was used to crush the dislodged stent to the wall of the left main to lad. Flow was returned though there was some plaque shifting in the lcx. Pre-dilatation was carried out and another micro driver (2.5 x20) was implanted overlapping the original stent and also covering the dissection. Another 2 micro-driver stents (3.0 x 26 <(>&<)> 3.0 x 15) were implanted successfully in the lcx. The patient was discharged 6 days later.